Event description:
The reporter indicated that at implant, intermittent loss of sensing was noted after the pacemaker was connected; paticularly at time of sewing up the pocket. The pacemaker was removed, and the leads were tested. The pacemaker was inserted again. Connections seemed good and the same problem occurred. The pacemaker was again removed and replaced with another marathon dr which functioned properly.